Event description:
The customer reported noticing a rupture on the neck of compartment b of a synchron systems c-reactve protein (c-rp) reagent. The customer was wearing personal protective equipment consisting of a lab coat, gloves and dioptric glasses during the event and there was no injury reported due to the exposure. The volume of the leak was reported to be about 50 ul.

Manufacturer narrative:
(B)(4).